Event description:
It was reported that the lead dislodged. During the repositioning, the physician noted the insulation of the lead was damaged and full of blood, so the lead was replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was cut by a sharp object in two places. The insulation was cut in the field, and is not a result of deficiency in material or workmanship. The lead revealed normal electrical characterisitcs.